Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the sensor was damaged. Patient reported that the sensor wire was protruding from the sensor pod. No medical intervention was required.